Manufacturer narrative:
(B) (4).

Event description:
Since falling a month ago, the patient felt no stimulation. When the implantable neurostimulator (ins) was interrogated, it showed a por (power on reset) had occurred. The por was cleared. Impedance measurements were taken and found to be within normal range. They were instructed to reprogram the ins. The patient felt stimulation again after the amplitude was increased.